Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that her insulin pump is malfunctioning. Customer stated that the insulin pump was on suspended mode and the insulin still being delivered to her and she had low blood glucose. Customer stated that her daily totals kept going up and it was no insulin in the reservoir. Nothing further was reported.